Manufacturer narrative:
(B) (4).

Event description:
It was reported that following a replacement, the patient experienced pain around the device. The patient stated he believed the lead wires had "shifted". The patient's device was reprogrammed successfully, although the pt was still occasionally having problems. A follow-up report will be submitted if additional info becomes available.